Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be depleting faster than expected. The remaining longevity decreased from three years to eleven months. It was noted that left ventricular (lv) outputs were high measuring 6v @ 1.5ms. Technical services suspects the difference in longevity is due to high lv outputs. Additionally, it was noted that right atrial (ra) pacing impedances are high, out-of-range measuring greater than 3,000 ohms however, technical services confirmed the ra port is plugged. At this time, the system remains in service. No adverse patient effects were reported. Additional information was received which reported the cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced successfully. Both leads still remain in service. The device has been returned and is in the process of device analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be depleting faster than expected. The remaining longevity decreased from three years to eleven months. It was noted that left ventricular (lv) outputs were high measuring 6v @ 1.5ms. Technical services suspects the difference in longevity is due to high lv outputs. Additionally, it was noted that right atrial (ra) pacing impedances are high, out-of-range measuring greater than 3,000 ohms however, technical services confirmed the ra port is plugged. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced successfully. Both leads still remain in service. The device has been returned and is in the process of device analysis. No additional adverse patient effects were reported.